Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannulas with two infusion sets. The symptoms were noticed within 3 hours of insertion on both events. The insertion site was abdomen for both events. The site was rotated regularly. The patient replaced infusion set and resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.